Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump correction factor had been incorrectly programmed. There was no adverse impact to customer's blood glucose level. Tandem technical support advised customer to consult their healthcare provider regarding the correct setting.